Event description:
Technician alleged that the head up function is not working. No pt impact.

Manufacturer narrative:
Technician stated that the head up function does not work manually or under power. After troubleshooting, the technician determined the cause to be a faulty head up valve guide tube. The technician replaced the head up valve guide tube to resolve the issue.